Event description:
It was reported that an unspecified patient event occurred, and that the customer needed assistance with the interpretation of items on the all infusion detail report and the alert all columns report, as they suspect that a medication error occurred. It was later reported that they were able to resolve the questions with the reports available, and that it was a manual programming error. They were trying to determine what the error messages on the bd analytics reports were referring to, and that there was no question about the pump malfunctioning.

Manufacturer narrative:
The customer complaint of needing infusion knowledge portal (ikp) assistance was reported and was due to a manual programming error. The customer later reported that they were able to resolve their questions with the reports that were available. The file was opened to document the issue that was reported. No testing could be performed since the source device was not returned for investigation. There were no reports of a device malfunction. The proximate cause of the customer complaint of needing (ikp) assistance reported was due to a manual programming error.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
Unspecified patient event. Needing assistance with interpretation of items on the all infusion detail report and the alert all columns report- suspect medication error occurred. It was later reported by the customer that stated :"we ended up being able to resolve the questions with the reports available. This was a manual programming error. I was trying to determine what the error messages on the bd analytics reports were referring to. There was no question about the pump malfunctioning. "